Event description:
It was reported that the customer was having a high blood glucose and alarmed no delivery. Customer 's blood glucose was 600 mg/dl. Troubleshooting was done. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.